Manufacturer narrative:
The device was received by an authorized resmed third party service center and an evaluation and an evaluation confirmed the complaint. The top case was replaced to resolve the issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.